Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Receiver charge and boot tests were not performed due to lcd damage. Functional tests were performed and failed the lcd test. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).